Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report #3005099803-2012-04104 addresses the first jagwire guidewire, manufacturer report #3005099803-2012-04105 addresses the second jagwire guidewire. It was reported to boston scientific corporation that two jagwire guidewires were used on (B)(6) 2012 during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure the tip of the first jagwire fell off, exposing the tip of the metal core wire. It was reported that the piece did not detach inside of the patient. The guidewire was removed from the patient and a second jagwire guidewire was opened. However, the same problem occurred. The procedure was completed using another jagwire guidewire. There were no patient complications as a result of this event. The patient condition was reported as stable post procedure.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report #3005099803-2012-04104 addresses the first jagwire guidewire, manufacturer report #3005099803-2012-04105 addresses the second jagwire guidewire. It was reported to boston scientific corporation that two jagwire guidewires were used on (B)(6) 2012 during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure the tip of the first jagwire fell off, exposing the tip of the metal core wire. It was reported that the piece did not detach inside of the patient. The guidewire was removed from the patient and a second jagwire guidewire was opened. However, the same problem occurred. The procedure was completed using another jagwire guidewire. There were no patient complications as a result of this event. The patient condition was reported as stable post procedure.

Manufacturer narrative:
(B)(6). This was inaccurate. The guidewire was not implanted into the patient, so there is no implant date.

Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report #3005099803-2012-04104 addresses the first jagwire guidewire, manufacturer report #3005099803-2012-04105 addresses the second jagwire guidewire. It was reported to boston scientific corporation that two jagwire guidewires were used on (B)(6) 2012 during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure the tip of the first jagwire fell off, exposing the tip of the metal core wire. It was reported that the piece did not detach inside of the patient. The guidewire was removed from the patient and a second jagwire guidewire was opened. However, the same problem occurred. The procedure was completed using another jagwire guidewire. There were no patient complications as a result of this event. The patient condition was reported as stable post procedure.

Manufacturer narrative:
A visual examination of the returned guidewire revealed that the pebax section of the distal tip had peeled off, exposing the tip of the corewire. There was no damage noted to the ptfe jacket and the outer diameter measurements are within the specifications of the device. The presence of adhesive remnants on the corewire indicate that the pebax was properly attached to the corewire. It is possible that unstated procedure and possibly clinical factors may have contributed to the distal damage, including but not limited to interaction with other devices and handling of the device therefore, 'operational context' is the most probable root cause for this incident. A DHR (device history record) review was performed and no deviation was found.